Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator observed a damaged outer layer of the power cables of the system controller. No alarms occurred. The controller ((B)(6)) was replaced with new one ((B)(6)).